Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. At received, the ipg was responsive and communicated with lab utilities. It passed all functional tests on the autotester. No root cause was identified for the reported event.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient had stopped charging their ipg as recommended, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.